Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported events. Service found the light guide cover glass was loose resulting in an air leak, the insulation in the insertion section failed electrical leakage testing, the insertion section cover was scratched due to physical stress, the adhesive at the distal end was chipped due to deterioration, the insertion tube was twisted due to looseness, angulation was insufficient due to elongation of the angle wire, and the video connector and video connector case were cracked due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the scope turned green or red and there was a gap. They also reported the second switch did not work. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Event description:
Additional information indicates the gap was in the color.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by a failure of the image sensor unit or electricity inside the video connector unit. There may be a problem with the board or the system. Olympus will continue to monitor field performance for this device.